Event description:
A pt was treated in approx 1995 (exact date unavailable), in the nasolabial folds. In approx. 7/96, the pt presented with pain, erythema, and swelling of the external ears. The physician diagnosed relapsing polychondritis; prednisone was prescribed. The treatment sites remained asymptomatic. The physician did not believe that the symptoms were related to collagen. This event is being reported as an MDR as per agreement with the FDA to report all autoimmune disease events, regardless of the physician's statement of causality.

Manufacturer narrative:
A review of the event revealed the outcome was required intervention instead of permanent damage.